Event description:
During a loop electrocautery excision procedure while the surgeon was using the electrocautery plugged into the stryker boom, the boom migrated significantly, causing the loop the surgeon was using to slice across the patient's cervix. This resulted in a laceration that needed surgical repair, 700 ml blood loss and extension of the surgical time. FDA safety report ID# (B)(4).